Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and found that the trigger/slider was blocked, and jammed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance/ cleaning. This is further defined as misuse, abuse, and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the trigger/slider was blocked and jammed on the compact air drive device. It was further noted that the device failed the check for air leak, excessive noise, untrue running, tool coupling and the marking assessments. It was noted in the service order that the device was blocked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.